Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device did not provide any audible or visual alarms at the bedside for an spo2 desat. No pt harm was reported.